Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 3004209178-2017-80491 for other hospitalization.

Event description:
Customer reported via phone call, the insulin pump was not been working as the customer's blood glucose has been low. Customer went to the doctor and was advised to discontinue use of the device. Customer then stated he had removed the battery for the past two days, when advised to reinsert a new battery the device alarmed battery out limit as the device is intended too. Customer then stated he had been a comma twice in the last two months. Customer was unsure how low his blood glucose was but then stated it was as low as 30 mg/dl, current 128 mg/dl. Customer stated she didn't recall when the events occurred, but she was taken to the hospital and treated. Customer declined troubleshooting and requested the device to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump passed the displacement accuracy test. All operating currents are within specification. No unexpected battery out limit, low battery or off no power alarms noted. The insulin pump was received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.